Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, there was corrosion on the j2005 connector on the auxiliary pca. The cause of the inability to power on is the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from corroded connector.

Event description:
A us distributor contacted zoll to report that a patient's monitor was unresponsive.